Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also mentioned that the patient was not receiving much pain relief. The patient underwent an ipg explant procedure.